Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. A service order was opened for dispatch of a field service engineer (fse) to evaluate the reported trudi navigation system (fg-2000-00). The fse performed troubleshooting onsite and troubleshot the system with off-site engineers via phone and found that the console had an issue that required replacing the console and emitter pad (ep). The fse believed that the console may have overheated at some point. As a result, the ep & console were replaced along with nidaq cables. The system was tested and deemed ready for customer use. The complaint history of the system was reviewed, and no trends of this product issue were found. The cause of the issue was isolated to the navigation console. No further investigation is required based on the acceptability of risk. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: g4 (PMA/510(k) #).

Event description:
It was reported that the trudi navigation system (fg-2000-00) "wouldn't navigate any suction or any navigation shaver blade. After opening many other products of different lot numbers, restarting the trudi navigation system twice, etc., they still would not navigate." The acclarent account manager plugged in a curette to test it and it was reportedly the only item that would navigate. The suction would show that it was plugged in, but when put in the ¿zone¿, it would not navigate. The shaver would also show that it was plugged in and was recognized in the field but showed a metal interference error. The account manager tested the devices on a model head after the case and had the exact same errors, not navigating the instruments. It was subsequently reported that there was a 45-minute delay in surgery. It is unknown whether the delay occurred prior to surgery or during surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.